Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage inside of the battery tube and on the motor and force sensor. The pump was received with case cracked behind the device at the corner of the belt clip rails and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the middle button was slight crack and the keypad was unresponsive. The customer also stated that the insulin pump was in pool and it led to blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer also stated that the middle button was slight crack and keypad is unresponsive. The insulin pump will be returned for analysis.